Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4).the device was returned to the factory for evaluation on 07/25/2024. An investigation was conducted on 07/31/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply.an electrical evaluation was conducted. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply did not turn on. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test. An engineer evaluation was requested. The complaint was confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b.the vasoview hemopro power supply operating ranges and tolerances are as follows:no load voltage output: 5.5 vdc +/- 0.05 vdc.low current output: 4.0 amps dc+/- 0.05 amps dc.high current output: 6.0 amps dc +/- 0.05 amps dc.the complaint vasoview hemopro power supply was tested using a precision fluke multimeter model 8846a (bmram ID# 14287) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows:no load voltage output: 0.00 vdc (failed test).low current output: 0.00 amps dc (failed test).high current output: 0.00 amps dc (failed test).the complaint vasoview hemopro power supply failed all three output tests confirming that this power supply is malfunctioning and unable to deliver energy. Additionally, it was observed during the testing, that the led power-on indicator and led indicator light located next to extension cable connector were not illuminating which is not normal. Additional evaluation was conducted. The ac two pin cable interface to the bear power block was not locked in place. Based upon the received condition of the device, as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed.the reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, t.w. Power supply was non-responsive. A new device was used to complete the procedure. There was a less than 5 minute delay. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.